Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
During the surgery to replace a pt's vns generator prophylactically, it was found that the pt had a second vns lead hanging alongside the vns lead connected to the generator. No info was available concerning this extra lead. While examining the extra lead, the physician fractured the lead that had been connected to the generator. Replacement of the lead was now required which occurred at a later date as the physician felt that the pt had been under anesthesia for too long during examination of the extra lead. Attempts for add'l info have been unsuccessful to date. Two returned product forms were received with the explanted products. The first indicated the explanted products due to the lead fracture by the physician and prophylactic replacement of the generator. Increased seizures were also indicated on the form however these are addressed in MFR report # 1644487-2011-00924. The second returned product form indicated an unk lead that was replaced due to a lead discontinuity. It is unk if this is more of the first lead that was explanted during reimplant of a new lead and generator or if this referred to the extra lead. The lead returned with the first returned product form contained only 123mm of the connector boot portion of the lead while the second lead returned contained 243mm of the middle portion of the lead. It can not be ruled out that the two portions may be the same lead returned at two different times. Attempts for further info have been unsuccessful to date.